Event description:
It was reported that damage occurred to a tandem charging cable, rendering it non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by replacing the damaged charging cable.